Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an unresponsive ilet screen that began overnight, preventing device unlocking until a firmware update was performed through the app and confirmed on the ilet. Symptoms included no clinical effects. Outcomes included restoration of normal screen function after the update, with no alerts or alarms and no need for medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the device function returned to normal after firmware update, consistent with a software-related screen responsiveness issue. It was concluded, based on previously established findings for similar reports, that the cause was software performance influenced by outdated firmware.